Event description:
It was reported that the physician performed an intraocular lens (iol) exchange on a patient due to decentration and blurry vision. No further information has been provided.

Manufacturer narrative:
(B)(4) - intraocular lens (iol). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.